Event description:
Event verbatim [lower level term]. Fractured vertebrae [vertebral fracture]. Pain in my back [back pain]. Shortness of breath [shortness of breath]. Bone density decreased [bone density decreased]. Osteoporosis [osteoporosis]. Inability to walk [unable to walk]. Bone fractures [broken bones]. Curved spine [curvature of spine]. Hunchback [hunchback (acquired)]. Case description: this case was reported by a consumer and described the occurrence of vertebral fracture in a male pt who received double salt dental adhesive cream (super poligrip) unk for an unk indication. In 1995, the pt started super poligrip. On an unk date, an unk time after starting super poligrip, the pt experienced vertebral fracture (serious criteria hospitalization and gsk medically significant), back pain, shortness of breath, bone density decreased, osteoporosis, unable to walk (serious criteria gsk medically significant), broken bones (serious criteria gsk medically significant), curvature of spine and hunchback (acquired). The pt was treated with calcium carbonate (os-cal) and analgesic, nos (pain killers). Super poligrip was discontinued (dechallange was unk). On an unk date, the outcome of the vertebral fracture, back pain, shortness of breath, osteoporosis, broken bones, curvature of spine and hunchback (acquired) were unk and the outcome of the bone density decreased was recovering/resolving and the outcome of the unable to walk was recovered/resolved. It was unk if the reporter considered the vertebral fracture, back pain, shortness of breath, bone density decreased, osteoporosis, unable to walk, broken bones, curvature of spine and hunchback (acquired) to be related to super poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: ae info received via mail - (B)(6) 2015: consumer started using super poligrip in 1995 and was in perfect hlth until 2005. He felt a tremendous pain in his back followed by shortness of breath while walking to his vehicle one day. He was taken to the emergency room, and he was admitted to the intensive care unit with fractured vertebrae in his spine. He was at the hosp for 9 days undergoing a lot of tests. He reported an adverse event of having extremely low bone density levels and was diagnosed with osteoporosis. He was unable to walk for eight months, was in a wheelchair and was fitted with a full upper body brace. Over the next 4 years after that he experienced 4 unexplained fractures. He stopped using the product in 2008 and experienced his last fracture that year. The fractures caused his spine to be curved and he reported that he had a hunchback. Over the past 5 years his bone density levels have improved, but it is unk if the other events have resolved. He is taking oscal and is on pain killers.